Event description:
A medtronic representative reported the stealthstation s7 system interface became unresponsive twice during a tumor resection procedure. First after registration and prior to resection, then after the resection was complete. While using synergy cranial with stealthlink 2.0, the system became unresponsive. They had two connections from the same computer. One from (B)(4) on continuous queries (at least 0.2 seconds between queries) and one from (B)(4) on-demand (by clicking a button). It was noted that this did not affect the surgery. There was no impact to the patient outcome reported.

Manufacturer narrative:
Software investigation was completed, findings are that the system performed properly. This issue was documented in a medtronic software anomaly tracking database for further investigation.